Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion with a length of 20 mm, a vessel diameter of 3.5 mm was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 3.0 mm x 15 mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon shaft delivery shaft was fractured. The procedure was completed with another of same device, and no patient complications reported. The patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion with a length of 20 mm, a vessel diameter of 3.5 mm was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon shaft delivery shaft was fractured. The procedure was completed with another of same device, and no patient complications reported. The patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was returned for analysis. Visual and tactile examination of the hypotube shaft revealed a break located 54 cm distal to the end of the strain relief, along with multiple kinks observed on the hypotube. Examination of the outer and inner lumens, as well as the mid-shaft section, revealed no abnormalities. Microscopic analysis of the balloon material showed no defects. The balloon wings were tightly wrapped, evenly folded, and had not been subjected to positive pressure. The bumper tip exhibited no signs of distal tip damage. No additional issues were identified during the returned product analysis.